Manufacturer narrative:
5/1/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition was attributed to the suture fraying.

Event description:
During an abdominal hysterectomy procedure, the suture broke. The surgeon used another product to complete the procedure without pt injury.